Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit had blank/unresponsive lcd due to severe moisture damage.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was cracked on the back by the belt clip. Blood glucose was 133 mg/dl at the time of incident. Troubleshooting was performed for cosmetic damage. Product was returned for analysis.